Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poke or pinch from a needle on the inside and everything it just poke you/ eventually the pain go away/poked all over again/immense pain almost immediately') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included smoker. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("my periods are way heavier"), abdominal pain lower ("my cramps are wa worse"), gastrointestinal injury ("my stomach busting open"), endometriosis (seriousness criterion medically significant) and adnexa uteri pain ("pain in my tubes"). The patient was treated with surgery (she had been scheduled for essure removal surgery and surgery). At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, gastrointestinal injury, endometriosis and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, endometriosis, gastrointestinal injury, menorrhagia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2020: irms received- event medical device removal updated to pelvic pain. New event my periods are way heavier, my cramps are wa worse, my stomach busting open, endometriosis, pain in my tubes were added. New reporter and medical history were added. On 22-may-2020: fu 1, 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The patient's concurrent conditions included smoker. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had been scheduled for essure removal surgery). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.